Event description:
Pt had cervical plating done in 1998 at another facility. Experiencing pain and had hardware removed in 2000. Failed hardware fusion of cervical spine c5-6. On removal noted broken plate.